Manufacturer narrative:
(B)(4). Date sent: 4/30/2026 additional information was requested, and the following was obtained: were the lymphatics stapled upon? What was the form of the staples? What was the source of the lymphatic leak? How was it diagnosed? Which device is the leak attributed to? Which structures were divided that resulted in the lymphatic leak? Which device was used on the lymphatics? The surgeon didn't share info ¿ the staples were b form ¿ lymph vessels ¿ it was diagnosed in emergency ¿ he suggested that the leak due to the stapler and harmonic ¿ the surgeon didn't share ¿ harmonic and stapler.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the operation for a tumor? Did the patient received chemo or radiation prior to surgery? What was the site of the leak? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Did the patient have to return to the or to stop the leak? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a dr was operating with har1120 and plee60a in a whipple procedure. Afterwards he faced a chyle leak for the first time in his surgery career. N.b.: chyle leak= chyle leak after a whipple procedure means lymphatic fluid (chyle) is leaking into the abdomen due to injury to lymph vessels during surgery. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes. Did the patient require revision surgery or hardware removal? --> no. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? --> it¿s been one month since the patient was admitted in the ICU. Patient status/ outcome / consequences --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? --> it¿s been one month since the patient was admitted in the ICU due to this chyle leak. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026 was the operation for a tumor? Did the patient received chemo or radiation prior to surgery? What was the site of the leak? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Did the patient have to return to the or to stop the leak? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. Yes, tumor removal from pancreas and duodenum ¿ yes, he received chemo ¿ the leakage was after the surgery ¿ it happened 2 days after the surgery ¿ no, the patient stayed in ICU ¿ the device worked well intra operative ¿ the surgeon linked this incident to the device. These are all the info I got to know from the surgeon and nurses.